Event description:
A malfunction alarm occurred, identified as malf 12, and it was noted that no notable events happened prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.